Manufacturer narrative:
Device evaluated by MFR: returned product consisted of solent omni thrombectomy with no other devices. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities. A functional test was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni was selected for a thrombectomy procedure in the iliac vein. Aspiration was initiated inside the body. However after approximately after one minute, aspiration was lost. An attempt to re-prime the catheter was made and it was noted there was a hole in the pump and the pump started leaking. Another attempt to re-prime the catheter was made; however the same error message was displayed again. The catheter was removed and the procedure was completed with another of the same device. There were no patient complications and the patient's condition was fine.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni was selected for a thrombectomy procedure in the iliac vein. Aspiration was initiated inside the body. However after approximately after one minute, aspiration was lost. An attempt to re-prime the catheter was made and it was noted there was a hole in the pump and the pump started leaking. Another attempt to re-prime the catheter was made; however the same error message was displayed again. The catheter was removed and the procedure was completed with another of the same device. There were no patient complications and the patient's condition was fine.